Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/16/2015: the device was returned to animas and evaluated by product analysis on 08/24/2015 with the following results: pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. Black box dates from 1/11/2007 -1/19/2007 -1/1/2007. Multiple "por" events observed in black box on 1/19/2007 and 1/1/2007. Unrelated to the complaint, there is a dim discolored display. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.